Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air/water nozzle blocked, and auxiliary channel leaking. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the gastrointestinal videoscope, the scope was blocked, and water will not pass through the tip and suction 'push back. In addition, the scope failed leak testing. Upon inspection and testing of the customer returned device, foreign material (white particle) was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. The foreign material was unable to be identified. There was no deformation or damage to the nozzle. The event can be detected/prevented by following the instructions for use which state: 1) "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." 2) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 3) "while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges." 4) "take the insertion section out of the detergent solution and confirm that no debris remains on all external surfaces, particularly the air/water nozzle opening and the objective lens on the distal end." 5) "flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope." Olympus will continue to monitor field performance for this device.